Event description:
Customer received results of 109 mg/dl and 59 mg/dl on the aviva combo system, and results of 54 mg/dl and 59 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva plus system (lot number 491085, expiration date 12/31/2013). (B)(4).